Event description:
Pt stated the device's memory is incorrectly storing blood glucose values. Additionally, pt reported that, on 2 separate occasions, he has been hospitalized for 4 - 5 days, due to high blood glucose. Pt stated that he had been receiving results of - 200 - > 300 mg/dl (exact values not provided), prior to the hospitalizations. Pt noted that on both occasions, he was treated with insulin, pain, and nausea medications. No additional details about events were provided. Pt's current condition: ok. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.